Event description:
It reported that removal difficulties occurred. The 70% stenosed target lesion was none tortuous and moderately calcified left anterior descending coronary artery (lad). A 135 cm mamba flex was used as an exchange device during a rotablation procedure. The mamba was flushed, and the non-boston scientific (bsc) wire was inserted into the catheter. The mamba and non-bsc wire devices placed into the guide catheter at the same time and advanced to the lesion with the non-bs wire leading across the calcified lesion. Then, the non-bsc wire was removed, and the rotowire drive was advanced in lesion. Once the rotowire drive was at distal to the lesion, the mamba was removed. The rotablation successfully completed and the rotapro was removed over the rotawire. Then, the mamba advanced into the distal lad over the rotawire. Upon removal, the rotawire was difficult to remove from the mamba. The physician removed both the mamba catheter and rotawire together. Then, the rotawire removed from the mamba outside the patient, and tried to flush the mamba but could not flush it. The mamba catheter was able to flush it with a non-boston scientific syringe. There were no patient complications reported.